Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. However, moisture damage was noted on lcd board, motherboard and motor assembly during visual inspection.

Event description:
Customer reported that he have to called the paramedics and was hospitalized due to high blood glucose. The blood glucose reading was over 600 mg/dl at the time the paramedics arrived. Nothing further was reported.